Manufacturer narrative:
Block d4, h4: two lot numbers were provided (35550362 and 35580106, both model number m00547000). However, according to the complainant, it is unclear which one possessed the broken tip and which one was used as the alternative device to complete the procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Block h6: imdrf device code a0501 captures the reportable event of balloon catheter tip detached. Imdrf impact code f2301 captures the reportable event of an additional device required.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2025. During the procedure, the plastic tip containing the fluoroscopic marker broke off from the balloon catheter. This was confirmed visually when the radiopaque marker was still visible on x-ray despite the balloon being retracted out into the duodenum. The guidewire and balloon were removed, at which point the tip that had broken off became stuck in the common bile duct. An alternative balloon was used to trawl out the duct and bring the broken tip with it. Once dropped into the duodenum, the tip was grasped with a pair of grasping forceps and removed from the patient. The procedure was completed with another extractor pro rx retrieval balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: two lot numbers were provided (35550362 and 35580106, both model number m00547000). However, according to the complainant, it is unclear which one possessed the broken tip and which one was used as the alternative device to complete the procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Block h2 (correction): block b5 (describe event or problem) has been corrected. Block h6: imdrf device code a0501 captures the reportable event of balloon catheter tip detached. Imdrf impact code f2301 captures the reportable event of an additional device required.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2025. During the procedure, the plastic tip containing the fluoroscopic marker broke off from the balloon catheter. This was confirmed visually when the radiopaque marker was still visible on x-ray despite the balloon being retracted out into the duodenum. The guidewire and balloon were removed, at which point the tip that had broken off became stuck in the common bile duct. An alternative balloon was used to trawl out the duct and bring the broken tip with it. Once dropped into the duodenum; the tip was grasped with a pair of grasping forceps and removed from the patient. The procedure was completed with another extractor pro rx retrieval balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event. ***correction noted on september 12, 2025*** the anatomy location of the procedure was in the common bile duct (cbd).